Event description:
(B)(6)'s infection control department and our infectious disease epidemiologist routinely conduct culturing of duodenoscopes to validate cleaning procedures. During the week of (B)(6) 2015, a duodenoscope cultured positive for multi-drug resistant pseudomonas. Per policy, the scope was cleaned a second time and re-cultured. Again, cultures were positive for multi-drug resistant pseudomonas. The scope was cleaned a third time and re-cultured with the same result. We have sent the scope back to the MFR. This scope was recently purchased and is a new model.